Event description:
It was reported that a spectrum pump had a "door not latched failure". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door not latched failure." The device was received with a constant "door not fully latched" message caused by a loose link screw. The link screws were replaced to correct this condition.